Manufacturer narrative:
Device received with partial display due to cracked lcd glass. The reservoir does not stay locked in due to missing retainer. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display. Device received with broken reservoir tube lip, missing display window cover, missing reservoir tube o-ring, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and the screen was white lines the customer¿s blood glucose level was 335 mg/dl at the time of the incident. Customer declines to troubleshoot for high blood glucose. Customer states the pump does show signs of physical damage. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.